Event description:
This device has no known implant and explant date. This is noted due to high shock lead impedance. The patient notifier had triggered on (B)(6) 2012 showing high shock lead impedance. Technical services and nurse discussed that although the hvli measurement was attributed tothe svc coil, the yearly trend showed stable in- range measurements around 60-90 ohms. No plans have been made regarding the patient's rv lead, and the patient's device will continue to be monitored. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).